Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported the device was not working and patient was not able to charge their ins. The patient stated that they wanted to meet with a manufacturer representative for assistance, as they did not want to do troubleshooting during the call. It was noted that the issue started a few days prior to the date of this report. The patient was redirected to follow up with their healthcare provider (hcp). No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.